Event description:
The patient felt the crown loosening. The doctor took out crown and found the screw had fractured.

Manufacturer narrative:
The visual inspection found that the thread portion on this unihg screw had fractured. The review of the device history record did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.